Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited low, rising/ increase and unstable thresholds. It was also reported there was low impedance. The physician commented that the cause may be poor fixation or inflammation of the myocardium from explant damage of previous pacing lead. The ipg was explanted and replaced. On removal of the ipg a clot was noted on the tip of the electrode. No further patient complications have been reported as a result of this event.